Event description:
It was reported that the patient had a surgical procedure to explant their neurostimulator and tined lead due to ineffective treatment. The patient had visited the clinic regularly for reprogramming and did not respond to the therapy. The patient has fully recovered.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "inadequate/inappropriate treatment or diagnostic exposure" and "device explantation" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient explanted their neurostimulator and tined lead due to ineffective treatment. The patient was in the clinic regularly for reprogramming and did not respond to the therapy. The patient requested the explant. The patient fully recovered.